Manufacturer narrative:
B3: event date is asked/unknown continuation of d10: product ID a820. Serial# unknown: product type software product ID hh90t01. Serial# (B)(6): product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that it had been quite a while since the handset kept messing up every time they tried to connect to the app and get a bolus. They mentioned the screen froze up to the lockout screen each time they connected. They mentioned their lockout duration was every 2 hours. The agent reviewed 90% lag. The agent had the patient close all apps and walked them through clearing out the data. They connected to the pump without any lag or issues, and they saw the tutorials screen and mentioned they were currently locked out. The agent reviewed information and best practices. The patient said they would monitor the issue and would call back if the issue persisted.